Event description:
It was initially reported by the physician's office that there was an interrupted communication during diagnostics. Pt was being seen by the physician due to an increase in seizures, unk if above or below baseline. The programming system is functioning correctly and has been able to communicate with other devices. Good faith attempts have been unsuccessful to date.